Event description:
Boston scientific crm received info that this recently implanted cardiac resynchronization therapy-defibrillator (crt-d), and guidant right ventricular (rv) lead and another manufacturer's right atrial (ra) lead were associated with a boston scientific crm field representative's request for a boston scientific crm technical services consultant's (ts) review of electrogram (egm) episode strips for a patient who passed away. The representative reported the distal setscrews were loose for the proximal portion of the rv pace/sense lead and the ra lead. The representative reported there was no evidence of oversensing, that the patient's rhythm appeared agonal, and questioned whether there was evidence of pulseless electrical activity or noise resulting from the pt experiencing violent diarrhea.